Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a type 0 bicuspid native aortic valve with aortopathy and horizontal angulation of 90 degrees. The physician was unable to advance the delivery catheter system (dcs) across the native valve. The safari wire exchanged for a lunderquist wire. The physician was still unable to cross due to angulation. Two safari wires were positioned into the left ventricle as a buddy wire, however still unable to cross the valve. The decision was made by implanters to abandon the medtronic implant and switch to using an non-medtronic edwards sapien 3 valve, which was successfully implanted. Post implant it was noted there was a dissection in the aortic root. The patient remained stable. The cardiac surgeon reviewed and the decision was made to treat conservatively. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6: method code updated data: h6 conclusion: the subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. No procedural images were provided for review. The reported event indicates that the physician was unable to advance the dcs across the native valve. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient had a type 0 bicuspid native aortic valve with aortopathy and horizontal angulation of 90 degrees. This indicates that the probable cause of the advancement difficulties was patient anatomy. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that, post implant, there was a dissection in the aortic root. Vascular complications, such as dissection, are a known potential adverse patient effect per the evolut fx system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, per the physician, the direct cause of the dissection was not known but it was possibly from attempting to get the dcs across the native valve, or from the guidewire exchange. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a type 0 bicuspid native aortic valve with aortopathy and horizontal angulation of 90 degrees. The physician was unable to advance the delivery catheter system (dcs) across the native valve. The safari wire exchanged for a lunderquist wire. The physician was still unable to cross due to angulation. Two safari wires were positioned into the left ventricle as a buddy wire, however still unable to cross the valve. The decision was made by implanters to abandon the medtronic implant and switch to using an non-medtronic edwards sapien 3 valve, which was successfully implanted. Post implant it was noted there was a dissection in the aortic root. The patient remained stable. The cardiac surgeon reviewed and the decision was made to treat conservatively. No additional adverse patient effects were reported. Additional information was received that per the physician, the direct cause of the dissection was not known but it was possibly from attempting to get the dcs across the native valve, or from the guidewire exchange. The treatment provided was blood pressure control and monitoring.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.